Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition is a preventive maintenance and/or routine inspection for fix or replacement. The reported condition is a preventive maintenance and/or routine inspection for. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that drawer 3.1 in the aux was experiencing multiple issues, including "not detected," read/write, and duplicate address errors. Upon arrival, all errors were still present, and the technician attempted to resolve as many as possible without unloading medications. After inspecting the drawer and finding no obvious problems, they replaced the damaged retractor band to rule it out, reseated all cables, and rebooted into hta, where the drawer passed testing. A subsequent reboot to the application cleared the "not detected" errors, though the remaining errors persisted. Ultimately, three of the five medications had to be unloaded, requiring a return to hta to extract them from the pockets. Once the medications were reloaded successfully, the drawer resumed normal operation. During dchu visual inspection p/n 353844-01 assy retractor dwr hh cubie (a) was received with no physical damage or missing components. Assy retractor dwr hh cubie (b) was received with no physical damage or missing components. Assy retractor dwr hh cubie (c) was received with no physical damage or missing components. Assy retractor dwr hh cubie (d) was received with no physical damage or missing components. Assy retractor dwr hh cubie (e) was received with signs of thermal damage. Assy retractor dwr hh cubie (f) was received with copper strands in contact with adjacent copper strands. During dchu testing p/n 353844-01 assy retractor dwr hh cubie (a) passed the dmm and hta testing. Assy retractor dwr hh cubie (b) passed the dmm and hta testing. Assy retractor dwr hh cubie (c) passed the dmm and hta testing. Assy retractor dwr hh cubie (d) passed the dmm and hta testing. Assy retractor dwr hh cubie (e) the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. Assy retractor dwr hh cubie (f) the testing from dchu was not necessarily due to thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint was due to crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie (e)"and "assy retractor dwr hh cubie (f)", p/n 353844-01 which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie pockets failed. As per part investigation, it was determined that there was thermal damage observed due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.